Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open sigmoid colon resection, the stapler began to fire without deploying the staples and some patient tissue was cut. Another stapler was opened and used and it fired successfully.